Manufacturer narrative:
Medwatch sent to FDA on 02/10/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. Some obstructions have reportedly been associated with patients who have diabetes or who have had prior abdominal surgery, so this should be considered in assessing the risk of the procedure. Bowel obstructions can result in death. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Death due to complications related to intestinal obstruction is possible. Balloon deflation and subsequent replacement. Directions for use: balloon placement and inflation note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: rapid fill rates will generate high pressure which can damage the orbera system valve or cause premature detachment. The following filling recommendations are provided to avoid inadvertent valve damage or premature detachment: always use the orbera system fill kit provided. Always use a 50 cc or 60 cc syringe. Use of smaller syringes can result in very high pressures of 30, 40, and even 50 psi, which can damage the valve. With a 50 cc or 60 cc syringe, each filling stroke should be done slowly (minimum of 10 seconds) and steadily. Slow, steady filling will avoid the generation of high pressure in the valve. Filling should always be completed under direct visualization (gastroscopy). Integrity of the valve should be confirmed by observing the valve lumen as the balloon fill tube is removed from the valve. A balloon with a leaking valve must be removed immediately. A deflated balloon can result in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to a leak. The physician reported that during the placement procedure, the "valve disconnected from the catheter (during implant) and maintained leakage during the implant."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the valve and outer surface of the shell. A fill test was performed and blockage and resistance to flow was observed. During the test, blue and brown particles were observed to loosen from inside the valve and go into the balloon. A leak test was performed and leakage was observed from two openings near the radius on the shell and from the valve. Microscopic analysis was able to determine that a total of four striated openings were observed, consistent with the removal of the device. A non-penetrating nick was observed on the outer surface of the shell. Analysis noted signs acid degradation.